Event description:
It was reported that there was a system failure, primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, ?primary audible alarm bgnd test? Found in the log. To conduct functional testing to device had an occlusion test performed. Upon testing, the reported problem was unable to be duplicated. Unable to determine the intermittent of the error. Audio test was performed which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in may, 2022 and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information was provided , date of event was updated from unknown to (B)(6) 2022.